Event description:
On (B)(6), 2012 the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio iq meter continued to prompt an apply sample message after applying the blood sample. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter continued to prompt an apply sample message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a contact issue. The test strip will make full contact with the spc pin 2 because the pin is bent out of position. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.